Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the returned device indicated a damaged grommet, foreign material on set screw and a damaged set screw. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2011; 4470, competitor implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that during implant, the device left ventricular lead port setscrew would not engage. The device was removed and replaced. It was noted the patient is part of the product surveillance registry. No patient complications have been reported as a result of this event.